Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Upon disconnecting the olympus cable, model maj-1430, from the olympus, model cv-190, the reported problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e315" occurred during a procedure. The intended procedure was completed after moving the patient to a different room and using similar equipment. As reported to olympus, a delay in procedure of 1 - 1.5 hours occurred while the patient was under general anesthesia. There was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to a scope detection failure because the 190 scope was slowly connected while the power was on with only the scope cable connected. The event can be detected/prevented by following the instructions for use which state: before connecting or disconnecting the endoscope, videoscope cable, oes video converter, and camera head, be sure to turn off the video system center. Otherwise, the charge-coupled device (ccd) may be destroyed. Olympus will continue to monitor field performance for this device.